Manufacturer narrative:
The handpiece was rec'd at the manufacturer for evaluation, but based on the investigation details, the reported condition of the device leaking an oil substance could not be duplicated. Maintenance was performed, and service did a clean, lube, and adjustment to the device. The handpiece was returned to the customer.

Event description:
It was reported that the handpiece began leaking an oil substance while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.